Event description:
The customer's wife reported that pt used the device to check their blood glucose and obtained a result of 235 mg/dl at 8:30am. At 9:00am pt died on impact during a car acciddent. Spouse did not know if pt took any meds. Spouse stated pt ate a bowl of cheerios at 7:30am. Controls were not used on the system.